Event description:
Accuray incorporated was notified that a patient treated under a clinical study protocol for low and intermediate risk prostate cancer experienced grade 3 hematuria (blood in urine) requiring bladder irrigation ten months after treatment. This adverse event is considered a known risk of treating such a tumor in this location with radiation and is not attributed to any abnormal function or malfunction of the cyberknife system. As of (B) (6) 2009 the patient's condition had resolved.

Manufacturer narrative:
Na